Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was stated that the patients lead had migrated. The patient underwent an explant procedure. Additional information was received that the ipg and leads were explanted. No device malfunction was suspected with the explant devices. No lead migration and no issues with the ipg. The explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 548629.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7074625.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was stated that the patients lead had migrated. The patient underwent an explant procedure.